Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient fell on her back 6 weeks ago and broke ribs and "tore up her legs". Patient reports that her device "slipped and turned and believes that the lead pulled loose". She also reported that he site "burns and hurts" and "travels inside, under her collar bone, rolls under her arm and half choked her". Patient also indicated that she feels "little sharp things" at times. The patient saw her physician last week and he did not examine the area or check the device. The physician indicated that the medical insurance provider would not cover the exam. Patient was advised to follow up with another physician and contact her medical insurance provider. The device remains in use. No further patient complications have been reported as a result of this event.